Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported smelling insulin in the reservoir compartment. The customer stated that it may be the infusion set that is causing the issues with the leaks. The customer stated that she changed the infusion set and reservoir. Advised the customer that if the reservoir and infusion set are not connected properly, it could cause the leaks. No further info was provided.